Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. The customer blood glucose level was "high," exact value was not provided. A correction bolus was delivered via the pump. Customer changed pump supplies to address occlusion.